Event description:
It was reported that a user of the ilet bionic pancreas experienced multiple low blood glucose readings over the past week and questioned whether the pump algorithm was delivering more insulin than needed, with reports also indicating instances of elevated glucose. Symptoms included hypoglycemia with a reported low of 50 mg/dl and hyperglycemia with a reported high of 200 mg/dl, without reported acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device data and user reports, as well as troubleshooting and education focused on meal announcements and portal access for viewing reports. Investigation of this case revealed no device alarms and no identified device malfunction, and the user appeared to be announcing meals appropriately. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.